Event description:
It was reported that the right ventricular (rv) lead was oversensing and had out of range impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: cd2257-40q competitor implantable cardioverter defibrillator (B)(6) 2012. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented, lead was thoroughly analyzed in an attempt to find the source of the electrical complaint. No anomalies can be attributed to the complaint at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.